Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Event description:
During the procedure, the generator started beeping and smoking. It was turned off and replaced to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to thermal damage on the rf controller board. Control board. CAPA 126183 is related to this complaint investigation. The issue will continue to be monitored for trends and reviewed in qdr (quality data review). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.